Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an suction cylinder with no color, a corroded plug unit due to a water leakage, a cracked light guide lens, a detached adhesive on the bending section cover, a scratched connecting tube, a peeled coating on the universal cord, the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover, and the bending angle in the up direction did not meet the standard value due to the wear of angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no image and possibly a loose contact on the plug. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the air/water tube and the air/water cylinder was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected data: d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected and was unknown there were any deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.".